Event description:
A nurse experienced a possible allergic reaction to the cuff area of a surgical gown. She had this same issue 6 months ago and started using a different gown pulled from their stock. They ran out of that type of gown, so she used the gown in the pak recently and had the reaction again.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. (B)(4).